Manufacturer narrative:
(B)(4).

Event description:
The complaint states the patient installed an update on their smart device and now can barely hear alarms. No data or product was provided for evaluation. The reported event was not confirmed. A root cause was not determined. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.